Event description:
During colonoscopy, cable on large wheel of scope broke. The scope was almost at the cecum, but not close enough to complete exam. Scope had to be switched to another scope causing the exam to be started all over again patient had to receive additional sedation and prolong procedure time. The adult colonoscope was returned to olympus for repair on or about 08/05/2016. The patient tolerated the additional procedure time and medications without issue.